Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that he had a change in stimulation coverage. The patient did not have coverage to the low back and left leg. An impedance check was done and two electrodes were high. Programming was around the high electrodes, but the patient denied feeling much of any stimulation to his left leg. The patient stated that he had discomfort in the mid back when the amplitude was turned up too high. The patient had a fall within a couple of weeks of implant and stimulation coverage had changed since then. An impedance check was done and the healthcare professional ordered x-rays to be done. Reprogramming was slightly successful, the patient has stimulation coverage to the right leg and very little coverage to the left leg and low back. It was unknown if the issue was resolve at the time of the report. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.